Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had black tarry bowel movements for two weeks. Their most recent labs revealed a drop in hemoglobin from 12.4 on (B)(6) 2022 to 10.7-10.3 on (B)(6) 2022. The patient also reported occasional blood when wiping, as well as some increased fatigue and shortness of breath. The patient was directly admitted for evaluation at the advisement of the doctor. A gastrointestinal (gi) consult was performed and they stated that the patient was hemodynamically stable. It was noted that patient had a history of arteriovenous malformations (avms). Working diagnosis was melena and anemia. The patient was started on intravenous (IV) protonix (pantoprazole) 40 mg daily and would continue home iron supplementation. It was not felt that the patient needed an esophagogastroduodenoscopy (egd) or colonoscopy at this time. The patient was cleared for discharge on (B)(6) 2022.